Event description:
It was reported that the spike connector cover separated from the spike of a uv flash transfer set during use. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received. (B)(4).

Manufacturer narrative:
(B)(4). Upon further investigation, there is no trend identified for this issue. The device was evaluated. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The outside diameter of the uv spike was measured and found to be within specification. The reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.